Event description:
It was reported that the insulin gauge was inaccurate and static. Customer reported filling the cartridge with more than 300 units of insulin. Customer was informed cartridges can hold up to 300 units per the user guide. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 103 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.